Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device worked fine in the beginning but then the indicator lamp turned red. The battery was replaced, but the status was same. The generator ran idle and unable to be removed from the dissector. The blade came off the dissector, but the reason was unknown (breakage due to some impact or originally cracked). Pieces of the device fell into patients cavity but retrieved. New dissector was connected to new generator and battery, and the procedure was continued. No patient harm.